Manufacturer narrative:
(B)(4). Results of investigation: this unit was evaluated by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. Upon evaluation, the service technician found the cooling gas regulator was causing the leakage. As a resolution, the service technician will replace the defective component.

Event description:
It was reported to vyaire medical that the ventilator had an internal leak. There was no report of any patient involvement associated with this reported event.